Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of 200 - high mg/dl. Cause was not known. A correction bolus, manual injection and supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.